Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain, failed back surgery syndrome, and spinal pain. The patients concomitant medications included morphine with a 4.0 mg/ml concentration and unknown dose. It was reported that the implantable neurostimulator (ins) was leaning on the patients stomach causing them to vomit. The patient had lost (B)(6) they could not eat more than 2 tablespoons of food every 2 hours. The caller stated that the patient wanted the device removed. To sit down, the patient had to push on them [the pump and ins] otherwise they pop out and rub against their pants and break down their skin. The patient was so thin you could feel the wires through their skin. The patient was looking for a new health care professional (hcp) to maintain the devices. Hcp listing were provided. It was mentioned that the therapy had really worked great for the patients pain and had saved their life. They were very upset with the system and frustrated that they needed a new hcp. The information was indicative that the patient was upset at the medical system not the scs system.

Event description:
Additional information was received from the patient indicating that they saw their physician, and they are arranging to have surgery done. The patient had an abdominal binder, and pushed in their pump prior to sitting down to help resolve the issue of the battery popping out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.